Event description:
The customer reported the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps3 power supply was replaced and the 12vdc output was adjusted. The system was then found to be operating as intended.